Event description:
It was reported through a protegen sling marketing survey that following a protegen sling placement, the pt experienced an infection. The sling was removed. No further info is available. No product was returned for eval.